Manufacturer narrative:
Device was used for treatment, not diagnosis. Garcia-lopez, a., marco, f., and lopez-duran, l. (1998) unreamed intramedullary locking nailing for open tibial fractures. International orthopaedics (sicot), volume 22: 97-101. This report is for unknown - locking intermedullary nail/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article garcia-lopez, a., marco, f., and lopez-duran, l. (1998) unreamed intramedullary locking nailing for open tibial fractures. International orthopaedics (sicot), volume 22: 97-101. The purpose of this article is to evaluate an alternative treatment for open tibial fractures using solid intramedullary locking nails that is used without reaming. From january 1992 to december 1993, twenty-four (24) patients with open tibial fractures were treated by unreamed locking nailing. The mean age was 47 years (range 16 years to 84 years) with a ratio of two (2) men to one (1) woman. Patients were followed up for an average of 18 months (range 12 to 24 months). This is report 6 of 6 for (B)(4). This report is for an unknown - locking intermedullary nail and refers to one (1) patient (male, 19 years) had slight sliding of the nail at the proximal locking screw.